Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via the submitted and downloaded log files but was not reproduced on the returned heartmate 3 system controller. The submitted and downloaded log files from controller, serial number (B)(6), captured driveline communication fault alarms due to communication b faults activating prior to 02apr2026. The alarm was cleared for a brief period before reactivating on 13apr2026. The alarm was then active until the driveline was disconnected on 13apr2026. This is consistent with the reported controller and modular cable exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured. The returned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The controller was then connected to the returned modular cable and a mock circulatory loop for an extended period without issue. No driveline communication fault alarms were observed during testing. The provided information stated the alarms were cleared in the clinic, it was later communicated that the alarms returned after the patient left the clinic, and a new set of log files was collected before the alarm reoccurred. The patient returned to the clinic and the system controller was exchanged as well as the modular cable. Additional information indicates the alarms have not reoccurred after the exchange and the cause of the driveline comm faults could not be identified by the customer. A root cause for the reported event cannot be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline communication fault alarms. The heartmate 3 patient handbook section 2, ¿how your heart pump works¿, and the heartmate 3 lvas instructions for use section 2, ¿system operations¿, instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with communication faults. The alarm was manually cleared. Data collection was increased to every ten minutes to reassess after the alarm was cleared and the driveline was manipulated. Log files were submitted for review. The event log files captured driveline communication faults (comm b) that started at the beginning of the log data and continued for the remainder of the log files. The alarms were cleared but returned after the patient left the clinic. The patient returned to the clinic and the system controller and modular cable were exchanged. The new event log files showed comm faults cleared on (B)(6) 2026 at 0954 and a single reoccurrence of the comm fault at 1034 which resolved on its own. The patient did not expereince any symptoms or adverse events. The alarms resolved with system controller and modular cable exchange.